Manufacturer narrative:
(B)(6). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: a failed suture needle was submitted for fractographic evaluation. A fracture was observed in the body of the sample and was received in two pieces. Only one of the mating fracture surfaces was examined for this evaluation, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of both microvoid coalescence, which is evidence of a ductile overload failure and intragranular, which is evidence of a brittle failure. This was a mixed mode fracture. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What are the procedure name(s) and date(s)? What are the product code(s) and lot number(s)? Were there any adverse patient consequences? If so, please clarify and surgical or medical intervention. Did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date. A broken needle was returned for evaluation. Additional information was requested.